Event description:
On 1/18/92 @1:30 pm during a procedure to remove the patient's foley catheter, the staff (rn, md) were unable to defflale the foley balloon. A urologist consultant moved the foley catheter with traction of the balloon failed to deflate. Dx: defective foley catheter, atraumatic procedure. Discharge delayed for 24 hour for observation.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: telemetry failure, unanticipated, balloon. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.